Event description:
The article, "a dedicated algorithm for endovascular approach as a first-line treatment option for visceral artery aneurysms", was reviewed. This research article is a retrospective single-center experience to evaluate visceral artery aneurysms (vaas) management for endovascular approach as the first line treatment. Devices included in the study were gore viabahn endoprosthesis, advanta, mreye embolization voils, concerto detachable coil system, azur cx peripheral coil system, and amplatzer vascular plug. The article concluded that endovascular management as a first line approach is safe and effective in most cases. A preoperative dedicated algorithm is useful to identify suitable cases. Open surgery can be considered an alternative option in specific challenging anatomical situations or in case of endovascular failure. [The primary and corresponding author was gianluca faggioli, vascular surgery, university of bologna, policlinico s. Orsola, via giuseppe massarenti 9, bologna 40138, italy, with corresponding email: gianluca.faggioli@unibo.it] the timeframe of the study was january 2016 to december 2023. A total of 28 patients were included in the study, of which 3.5% (1) received an abbott device. The average age was 62 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, ischemic heart disease, chronic obstructive pulmonary disease, chronic kidney disease, atrial fibrillation, and oncomitant aneurysms.

Manufacturer narrative:
Summarized patient outcomes/complications of a dedicated algorithm for endovascular approach as a first-line treatment option for visceral artery aneurysms were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, ischemic heart disease, chronic obstructive pulmonary disease, chronic kidney disease, atrial fibrillation, and concomitant aneurysms. Some of the complications reported were hemorrhage, pulmonary embolism; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: a dedicated algorithm for endovascular approach as a first-line treatment option for visceral artery aneurysms. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.